Event description:
The customer received a blood glucose result of 551mg/dl. The customer called the doctor who advised customer to double dose insulin. The customer took 100units of insulin. 2 hours later the customers blood glucose was 60mg/dl. The customer was taken to the emergency room where their blood glucose was taken, result is unknown. The customer was given medication to bring up blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.